Event description:
Additional information was received from the patient. They reported that yes, they saw their health care professional (hcp) to have their implant checked on (B)(6) 2020. In response to the inquiry for if it was verified that the lead had moved the patient responded ¿no,¿ and wrote ¿n/a¿ in response to the inquiry for resolution of the lead moving. No further complications were reported at this time.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1xhuf serial# implanted: (B)(6) 2020,explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1xhuf serial# implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the rep had reached out to the physician, but did not receive a response. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1xhuf implanted: (B)(6)2020 product type lead prior report did not clarify that the date is approximate with month/year validity.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1xhuf, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a fall about a week ago and that now the stimulation was in a different area than it was before. It was noted that the patient was able to change programs to program 4 and they were able to feel the stimulation at 1.0 in the correct area. Patient services redirected to the health care physician (hcp) to address the fall and the lead moving. The patient was going to monitor their symptoms now that a change was made and follow up with their hcp if the issues don¿t resolve. There were no further complications reported.